Event description:
It was reported that the biomedical engineer had received the ventilator with a note indicating that the patient was not able to exhale. There was no patient harm. (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Investigation consists of an evaluation the ventilator¿s logs that were received. The ventilator was technical examined by our filed service engineer. The issue wasn't reproduced. The device passed functional, safety, and pre-use checks. No parts were replaced. It was returned to customer for clinical use. The logs confirm that there were several nebulization periods on the given event date. The device log contains alarms that indicate increased breathing resistance in the patient circuit, that correlate with the information that the patient was not able to exhale. The root cause of the problem is most likely that the bacteria filter that was connected on the patient´s circuit was occluded during the use of nebulization function. The user¿s manual states that ¿during nebulization, carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. Replace the filter if the expiratory resistance increases or after maximum usage time according to filter specification, whichever comes first.¿ based on this information our conclusion is that the ventilator worked as expected to conditions given.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).